Event description:
During procedure, the hopped snare detached and fell into the pt's stomach. The fallen hooped snare was removed with grasping forceps.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt the hopped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the grasping snare hoop was observed. A chr of lot #husa0275 showed nine other product complaints from this lot number.